Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose value was 429 mg/dl at the time. The customer reported that the insulin pump was dropped while getting out of the car. There was a scratch on the bottom corner of the insulin pump. The customer was treated with insulin pump. Her other blood glucose value was 151 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with minor scratches around casing. (B)(4).